Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on the (B)(6) 2018 with a blood glucose level of 600+ mg/dl. The customer was treated with insulin pump, insulin drip and intensive care. The customer did not mention any symptom related to high blood glucose level. The customer reported that they had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the insulin pump had no delivery alarm which was resolved by complete set change. The customer reported that the derive support cap appeared to be normal. The customer also reported that the insulin pump passed the self test and the displacement test. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.